Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, an oxygen blending module error code was found in the device's error log. The oxygen blending module circuit board needs to be replaced to resolve the issue. The customer stated that they sent the unit to a local repair facility who could not complete the repair due to the circuit board not being available. The service engineer stated that the circuit board is expected to be available in q3 of 2025 and to try contacting a different repair facility in the time being. The customer requested the case to be closed. The unit was not repaired at this time.